Event description:
Customer reported over infusion of fentanyl. User programmed fentanyl (epidural) in guardrails, telemetry profile; did not receive a guardrail alert and was able to proceed with programming. Identified their maximum soft guardrail limit for fentanyl is 90 mcg/hr. The customer reported the patient received 100 ml of fentanyl (concentration unk) within 10 minutes. Medical intervention of fluid resuscitation required, no additional medications or reversal agents administered per report. Patient recovered without sequela. The device was not sequestered and no event logs were available; however, customer's data set was received and loaded onto a same model se pump from the manufacturer's testing lab. A conference call was conducted with reporter and facility's director of critical care. Facility representatives attempted to replicate the event and asked the customer to provide the device programming sequence that was used for this event. The customer stated the user selected the telemetry profile, fentanyl (epidural) and programmed fentanyl, 50 mcg/hr. The concentration displayed: --mcg/ --ml. The user entered 10 mcg/100ml, which calculated the rate to 500 ml/hr and started the infusion. No guardrail alert was received. Informed the customer the device calculated the infusion rate (500 ml/hr) based upon the entered concentration (10 mcg/100 ml) in order to infuse the intended dose of 50 mcg/hr. Customer requested assistance how to prevent a recurrence of the event. Discussed with customer possible data set adjustment options such as; adding hard guardrail limits, creating a profile specific for epidural infusions with volume limits, adding standardized concentrations and/or additional staff education. A facility consultant visited the site and is following up with customer on data set adjustments and staff training. The device serial number was not identified; review of the manufacturing history record for the involved pump could not be performed.

Manufacturer narrative:
Manufacturer's report date: 10/14/2009.